Manufacturer narrative:
The information in concomitant producats was incorrect with the initial report. The correct information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were received medical treatment as a result of the site issue and went to ambulance outpost on (B)(6) 2019 with unknown blood glucose. The customer experienced symptoms such as swelling and rashes. The sensor will not be returned for analysis.